Event description:
The mini-reb machine was on the bedside table. The nurse plugged the machine into the wall outlet and turned it on. The nurse left the room and within a few minutes noticed a smell coming from the room. The nurse returned to the room which was filled with white smoke. The resident was removed from the room and the unit was unplugged.